Manufacturer narrative:
The suspect device/component has been received by vyaire. An investigation is currently pending. Once the investigation is completed, a follow up report will be submitted with the results of the investigation.

Event description:
The customer reported that while using the avea ventilator, it was alarming "vent inop". The customer stated the reported issue occurred while on a patient. It is currently unknown if there was any patient harm or injury.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. During the visual inspection the cable from the power driver pcba to the tca pcba looked to be physically damaged. No other anomalies were found during the investigation.